Manufacturer narrative:
G4:13jan2021. B4:05feb2021. The customer inquired if a hole in the boot can cause a diagnostic error, "blower temperature." The remote service engineer (rse) recommended replacing the blower assembly. The customer identified, when replacing the blower, the boot had a pinhole and heard leaking. The rse agreed the pinhole was most likely the cause of the "blower temperature high error." The customer replaced the blower motor controller and the boot kit to resolve both issues reported. The unit passed testing, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:02apr2021. B4:05apr2021. Correction to the device evaluation: the remote service engineer told the customer that the hole in the blower boot would not cause the "check vent blower temp high." The patient was placed on an alternate ventilator. There was no patient harm reported. The customer replaced the blower, motor controller board, and boot kit to resolve both issues reported. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer has some questions about what causes the unit's alarm to sound. The customer confirmed diagnostic errors "check vent blower temp high" and "lower leak carbon dioxide (co2). The remote service engineer (rse) advised the blower or motor controller (mc) printed circuit board (pcb) may be faulty and they provided part identification for blower and mc pcb. The unit was in clinical use, but there was no patient harm.